Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 lead implanted 2011-(B)(6); 6935 lead implanted 2014-(B)(6); 5867 adaptor implanted 2014-(B)(6); 4196-88 lead implanted 2014-(B)(6). (B)(4).

Event description:
It was reported that the patient received an upgrade from a implantable pulse generator (ipg) to a implantable cardioverter defibrillator (ICD) utilizing the existing right ventricular (rv) lead. Several days later, the patient presented to the emergency room with syncope, and had to be rescued several times due to asystole. Testing indicated no capture on the rv lead. An x-ray indicated dislodgment, oversensing and pacing inhibition were also noted. The lead was removed and the defibrillation lead was used for pacing. No further patient complications have been reported as a result of this event.